Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had four infusion sets that had leaked. Customer indicated that the infusion sets would only work for one day and then their blood glucose would go up. The customer's blood glucose level at the time of the incident was 393 mg/dl and was 446 mg/dl at the time of the call. The customer treated with insulin. The customer declined troubleshooting for the high blood glucose. The customer was advised to call back if any issues persist. The device will not be returned for analysis.